Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "4042" to "1069". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm), while actuating the aortic cutter, the spring in the cutting device was so powerful that it shot out of the dr. Hand. Due to the device spring recoil, the device flew across the room. The physician was not prepared to cover the aortotomy with his finger and had a significant splash of blood into his face. The CABG procedure required two proximal anastomosis. The second aortic cutter also exhibited the same excessive recoil the exact same way. They used the cutter to block the back bleeding from the created aortotomy, and then deploy the loaded hs iii seal into the aortotomy while backing the aortic cutter out of the aortotomy. The bleeding wasn¿t sustained but momentary; not attributable to any transfusions that may or may not have occurred. They used another device to complete the procedure. No added incisions or time. There was no damage or injury to the aorta. No patient harm.

Manufacturer narrative:
Trackwisde ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) seal was difficult to deploy which caused a splash of blood. The bleeding wasn¿t sustained but momentary; not attributable to any transfusions that may or may not have occurred. They used another device to complete the procedure. No added incisions or time. No patient harm.